Event description:
The event involved a primary set, piggyback with backcheck valve, 2 clave y-sites, secure lock, 100 inch where it was reported ¿champagne bubbles¿ occurred. The IV set used was ICU medical tubing and the quality issue of IV set itself was unclear. There was patient involved but there was no harm reported.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.